Manufacturer narrative:
(B)(4). The customer reported that the pads/paddles ECG test failed. There was no pt involvement. Philips evaluated the device and verified the failure. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the pads/paddles ECG test failed. There was no pt involvement.